Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14289. It was reported that the patient presented in clinic on (B)(6) 2018 with discomfort. The pulse generator was noted to have migrated and the right ventricular lead was dislodged. The patient presented on (B)(6) 2018 for revision procedure and the device was repositioned and the right ventricular lead was explanted and replaced successfully. The patient was discharged post procedure.